Event description:
An olympus employee reported on behalf of a customer that water was abnormally leaking from the filter installation port, when replacing the endoscope reprocessor water filter. The facility manager stated the water volume when replacing the filter was enough to submerge half of the water tray. It was determined the water filter had not been replaced since delivery. The facility follows a manual water filter replacement procedure of every three months rather than every two months. The water filter was scheduled to be replaced on 30oct2023. There was no report of patient harm associated with this event. This report is related to the following linked patient identifiers: (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation but the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided, however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause of the observed water filer not being replaced issue could not be determined, however, the issue was likely that due to the user not reading the instruction manual carefully and made a mistake in how the user managed the water filter replacement. The event can be detected/prevented by following the instructions for use which state: oer-6 instruction manual operation. 7.3 replacing the water filter (maj-2317). To prevent contamination of the rinse water, replace the water filter regularly, at least once every two months. Also, replace it if an error code [e01] is displayed due to insufficient water supply. To replace the water filter, follow the steps below. In addition, the following non-reportable malfunctions were found during the device evaluation: water leaking from the water filter, dirty/stain on primary side of water filter. Olympus will continue to monitor field performance for this device.